Event description:
Caller reported a cgm error, specifically error 42, with their g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After the pump reset, the cgm error code did not reappear, and the caller successfully started their sensor session.